Manufacturer narrative:
There is no evidence of a device malfunction. The alarm is attributed to problems with the pt's vascular access. The cycler alarmed appropriately. The blood loss is attributed and the operator not performing rinseback due to air in the circuit. Facility staff has reviewed the event with the pt. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No add'l will be provided.

Event description:
A venous air alarm occurred during a routine hemodialysis treatment. Air was observed in the top of the filter. Treatment was discontinued without performing rinseback due to the presence of air, resulting in an estimated blood loss of 190cc. The pt's standard epogen dose was increased after the blood loss. The nurse indicated that the pt's hemoglobin had already been declining prior to this event. No other medical intervention was required.